Event description:
At the patient's last appointment it was reported that the patient's seizures were uncontrolled and that he wasn't doing well. The patient was referred for x-rays. The physician's office indicated that there might be something wrong with the generator. They also reported that the patient suspected that the vns was not working well through clinic notes from (B)(6) 2016. Follow-up with the physician found that he didn't know whether something was wrong with the generator and didn't know what could be causing the patient's increased seizures. The increased seizures had reportedly occurred a few weeks prior; the rate was above pre-vns levels, but it hadn't always been that way. The doctor did not believe there were any external factors that could have contributed to the increased seizure rate. No further relevant information has been received to date.